Event description:
It was reported that the rv lead measured a low pacing impedance, which triggered the patient notifier. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.